Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The main computer was diagnosed as needing replacement. No conclusion can be drawn as repair info is unavailable at this time.